Event description:
It was reported that the patient experienced a driveline power fault at home and presented to the hospital for further investigation. Log files were downloaded and the driveline power fault was confirmed. The modular cable had been taped in the past and an exchanged was now scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 19jul2024 through 29jul2024, per the timestamps. A driveline power fault became was captured on 29jul2024 and was active for the remaining duration of the file. Despite this alarm, the pump appeared to function as intended at the set speed. No other notable events or alarms were captured. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for modular cable, lot # 8344867, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also address all system alarms, including the driveline power fault, as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook is also available. Section 5 entitled ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the modular cable damage had not progressed since it was taped. The modular cable was exchanged and the driveline power faults resolved.